Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that subject guidewire was used with non stryker microcatheter for treatment of a left terminal carotid aneurysm with an flow diverter. During the procedure while positioning the microcatheter in the aneurysm, several manipulations were necessary with torquing of the subject guidewire. At this point in the procedure when the microcatheter was twisted, the subject guidewire broke on the distal end inside the microcatheter. The tip of the subject guidewire was removed from patient's vasculature along with microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure, the guidewire broke on the distal end. The breakage was noted to occur in the microcatheter, and the tip of the guide was recovered without risk to the patient. It is understood that the physician thinks this guidewire fracture may have occurred when the operator twisted the non-stryker microcatheter. It is probable that excessive manipulation of the microcatheter resulted in the guidewire fracture, but as the device was not returned for evaluation this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint of 'guidewire distal tip broken/fractured during use', 'device interaction with another device' and 'device difficulty engaging target vessel'.

Event description:
It was reported that subject guidewire was used with non stryker microcatheter for treatment of a left terminal carotid aneurysm with an flow diverter. During the procedure while positioning the microcatheter in the aneurysm, several manipulations were necessary with torqueing of the subject guidewire. At this point in the procedure when the microcatheter was twisted, the subject guidewire broke on the distal end inside the microcatheter. The tip of the subject guidewire was removed from patient's vasculature along with microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.